Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The caller said the patient's implant had not worked for a couple three years and they thought the device became disconnected. They patient had a lot of pain at the implant site for about a year. They said they asked the urologist if the patient should have the device explanted and the doctor did not think it was necessary. They were calling to see if the patient should get it explanted. They were redirected to their healthcare provider. No further complications were reported or anticipated.